Manufacturer narrative:
(B)(4)

Event description:
The customer reports the cannula was found cracked during usage, with leakage of blood.

Event description:
The customer reports the cannula was found cracked during usage, with leakage of blood.

Manufacturer narrative:
(B)(4). The customer returned one radial arterial catheterization assembly for evaluation. Visual examination of the assembly did not reveal any defects or anomalies. The needle was disconnected from the assembly, and appeared as expected. The inner and outer diameter of the needle, and the total length of the needle were measured and all were found to be within specification. The returned needle was attached to a lab inventory syringe filled with water. The needle was able to aspirate and purge water with no issues or leaks. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs user, "puncture vessel using a continuous, controlled, slow, forward motion. Avoid transfixing both vessel walls. Precaution: if both vessel walls are punctured, subsequent advancement of spring-wire guide could result in inadvertent sub arterial placement. Blood flashback in clear hub of introducer needle indicates successful entry into vessel." The customer report of a broken needle could not be confirmed by complaint investigation. The returned sample passed all relevant visual, dimensional, and functional testing. A device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.